Event description:
It was reported the patient experienced some sort of skin reaction by incision site and all over patient's back. In turn, the rash has disappeared.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.